Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported there was no suction during the quadrant step during two cataract procedures. He replaced the handpiece but the issue persisted. The cassettes were replaced with another and the issue was resolved. The procedures were completed with no harm to the patients. No additional information is expected.

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this reported issue. The device history record review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).